Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this report is a duplicate of 3004753838-2024-278377.

Manufacturer narrative:
(B)(4). [Insert MFR report no here] was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced diabetic ketoacidosis (dka). He was vomiting every 2 to 5 minutes, feeling weak and looked pale. The patient was treated with insulin by his parent and taken to the hospital. There the patient was treated with IV fluids. At an unspecified time of the event the cgm was reading 4.2 mmol/l and the blood glucose reading was 32.0 mmol/l. The patient was discharged on the (B)(6) 2024. At the time of the report the patient was stable and okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.